Event description:
Upon firing the fourth clip, but the first on the cystic duct, the clip malformed and one side of the jaws would not completely close. Upon completing the firing cycle, a piece of the device from the cam broke off and fell into the patient. The piece was able to be retrieved easily and will be returned for analysis along with the device. There was no patient consequence.